Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. Failure investigation is in progress.

Event description:
It was reported that during a da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument cable was noted to be broken. No fragments were noted to have fallen in the patient. The procedure was completed with no reported injury to the patient.